Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) both gas modules and an o2 sensor had water on them. After replacing them, the machine worked fine and passed all tests. The defected parts have been returned for further investigation. Simulated test use of the returned parts in a ventilator were as the following: the o2 sensor failed the pre-use check with o2 cell/sensor test. However, the o2 sensor is only for measuring it will not affect the ventilation. The o2 gas module passed all the tests with no failure. The air gas module failed the pre-use check with internal leakage, pressure transducer, o2 cell/sensor and flow transducer tests. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the air gas module. The pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. It was confirmed by visual inspection that the inlet gas filter¿s chamber for the air gas module was full of vaporized water in it which is most likely the cause of the pressure sensor¿s failure. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. No more info on how the liquid entered the gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).